Event description:
The physician successfully closed an arteriotomy with a prostar xl 8 fr. Device. The patient was given prophylactic antibiotics and discharged from the hosp. He returned four days later with symptoms of pain at the site of closure. A pseudoaneurysm was detected and the pt was taken to surgery. The vascular surgeon reported an infection of the back and front wall of the artery. He performed a femoral artery bypass of the infected area. He reported the percutaneous vascular surgical closure was incomplete and that the pseudoaneurysm was a complication of the pvs closure. The pt recovered without further incident.